Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, indication and name for initial surgical procedure? Other relevant patient history/concurrent procedure? Were there any intra-operative complications? Was any deficiency or anomaly of the mesh? If yes, please describe it. When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Date and findings of excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Please clarify a product code and lot number? If applicable, will product be returned? If yes, please provide a return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced post-op vaginal erosion and excision of the erosion was performed. Additional information has been requested.